Manufacturer narrative:
During device evaluation it was noted that the pneumatic hose of the device was oily and worn.

Event description:
It was reported that during testing at the manufacturer, the pneumatic hose of the maestro drill was oily and worn. There was no pt involvement and no adverse consequences alleged with this event.